Manufacturer narrative:
New updated and corrected information is referenced within the update statements. Please refer to statement dated 26may2016. Evaluation summary a health care professional reported on behalf of a female patient that she was unable to adjust her insulin dose in 0.5 unit increments when using a humapen luxura device. The patient experienced increased blood glucose levels and hypoglycemia. The device was not returned for investigation (batch unknown). Therefore, the device could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen luxura devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy. The humapen luxura device is designed to deliver doses in 1 unit increments only. There is no evidence of improper use or storage.

Event description:
(B)(4). This spontaneous case, reported by a health care professional (hcp), who contacted the company to report adverse event, concerned a (B)(6) female patient of unknown age. Medical history included hypertension and heart was not good. Concomitant medications were not provided. The patient received insulin lispro (rdna origin) (humalog) from a cartridge via a reusable pen (humapen luxura half-dose pen), 6.5 morning, 3.5 noon and 10.5 night (20.5 units as total dose), daily, subcutaneously for the treatment of diabetes mellitus, beginning on (B)(6)-2013 approximately. On (B)(6)-2016, as a result of screw rod of humapen luxura half-dose pen had problem ((B)(4)/lot unknown), the doctor switched to humapen luxura unknown body type, due to the humapen luxura unknown body type could not adjust 0.5 units (product complaint pending/lot unknown), doctor prescribed 7 units in the morning after use, after use, patient appeared hypoglycemia, dizziness, nausea, weakness of limbs, at noon injected three units, she appeared high blood sugar. On (B)(6)-2016, she was hospitalized. By (B)(6)-2016, she was still hospitalized but the outcome of the events was not provided. The corrective treatment was not provided. Insulin lispro therapy was continued. The operator of the humapen luxura as well as the training status was not provided. The general duration of use of the humapen luxura and the duration of use of the suspect humapen luxura were one day. If device was returned, evaluation would be performed to determine if a malfunction had occurred. The reporting hcp did not know if the events were related to insulin lispro however the reporting hcp did not provide a relatedness opinion between the events and device. Update 22apr2016: upon review, the case was opened to update the medwatch fields for regulatory reporting, and to add (B)(4) to the narrative. Edit 22-apr-2016: upon internal review, the narrative was amended in order to reflect the problem with humapen luxura half-dose pen. No other changes were performed. Update 17-may-2016: additional information received on 19-apr-2016 from the global product complaint database added (B)(4), and clarified that (B)(4) was for the concomitant humapen luxura hd. The product complaint for the humapen luxura unknown body type was pending. Update 25may2016. Additional information received 25may2016 from the product complaint safety database. Update 26may2016. Additional information received 25may2016 from the product complaint safety database. To the device tab added the device specific safety summary (dsss), updated the (B)(6) device information, updated the medwatch device information, and the narrative was updated accordingly.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This spontaneous case, reported by a health care professional (hcp), who contacted the company to report adverse event, concerned a chinese female patient of unknown age. Medical history included hypertension and heart was not good. Concomitant medications were not provided. The patient received insulin lispro (rdna origin) (humalog) from a cartridge via a reusable pen (humapen luxura half-dose pen), 6.5 morning, 3.5 noon and 10.5 night (20.5 units as total dose), daily, subcutaneously for the treatment of diabetes mellitus, beginning on (B)(6) 2013 approximately. On (B)(6) 2016, as a result of screw rod of humapen luxura half-dose pen had problem, the doctor switched to humapen luxura unknown body type, due to the humapen luxura unknown body type could not adjust 0.5 units ((B)(4)/lot unknown), doctor prescribed 7 units in the morning after use, after use, patient appeared hypoglycemia, dizziness, nausea, weakness of limbs, at noon injected three units, she appeared high blood sugar. On (B)(6) 2016, she was hospitalized. By (B)(6) 2016, she was still hospitalized but the outcome of the events was not provided. The corrective treatment was not provided. Insulin lispro therapy was continued. The operator of the humapen luxura as well as the training status was not provided. The general duration of use of the humapen luxura and the duration of use of the suspect humapen luxura were one day. If device was returned, evaluation would be performed to determine if a malfunction had occurred. The reporting hcp did not know if the events were related to insulin lispro however the reporting hcp did not provide a relatedness opinion between the events and device. Update 22apr2016:upon review, the case was opened to update the medwatch fields for regulatory reporting, and to add the (B)(4) to the narrative. Edit (B)(6) 2016: upon internal review, the narrative was amended in order to reflect the problem with humapen luxura half-dose pen. No other changes were performed.